Event description:
It was reported that the screen on a customer's pump was cracked and unresponsive, rendering it unreadable. There was no reported adverse impact to the customer's blood glucose level. The pump was planned to be returned for further examination, and a replacement pump with a new serial number was expected to be provided.